Manufacturer narrative:
Correction h6: 3221 - no findings available to 213 - no device problem found. 4315 - cause not established to 67 - no problem detected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the procedure was abandoned due to grounding pad error. There were no consequences to the patient.

Manufacturer narrative:
Correction h6: 2199 - no health consequences or impact corrected to 4620 - prolonged episode of care and 1559 - failure to sense corrected to 3005 - output problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.